Event description:
It was reported that faradrive steerable sheath was selected for pulsed field ablation. It has been mentioned that the sheath had poor air tightness. No patient complications occurred. The procedure was completed using different faradrive sheath, the product is expected to return for analysis. It was further reported that air bubbles were seen in the aspiring syringe. Only guidewire had been inside the sheath when air was seen. No air in patient or fluid leak was seen.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for pulsed field ablation. It has been mentioned that the sheath had poor air tightness. No patient complications occurred. The procedure was completed using different faradrive sheath, the product is expected to return for analysis.